Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The foreign material was determined to be black rubbery material. The foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope had air/water flow issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the angle wires were stretched, the bending section cover adhesive had a gap, the light guide lens was chipped, the markings on the scope connector were unclear, the scope cover was damaged, the bending section cover was cut, and the camera cover was chipped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.